Event description:
It was reported that a right ventricular lead fracture was suspected. An abrupt impedance increase was noted - and the impedance was now high - and there was high threshold. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. (B)(4).